Event description:
It was reported to boston scientific corporation that a sling was used during a procedure on an unknown date. According to the complainant, the patient experienced unknown problems. On (B)(6) 2014, she was implanted with a bladder stimulator. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. It is unknown if the device will be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.